Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. No product or data was provided for evaluation. The complaint confirmation of a loss of connection could not be determined. A root cause could not be determined.

Manufacturer narrative:
Com(B)(4).

Event description:
Dexcom was made aware on (B)(4)2018 that on (B)(4)2018, a loss of connection between the transmitter and receiver occurred. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Battery testing was performed and passed. A pairing test was performed with a known good transmitter and passed. Functional testing was performed and there was no failure detected related to the complaint. A review of the downloaded data log confirmed the reported event of loss of connection. A probable cause could not be determined.